Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing which was reproduced when this patient took a deep breath. Pocket manipulation did not reproduce the noise. There were previous noise events observed along with a drop in pace impedance measurements that remained within normal range. This patient noted they may have fallen around the time of this event. This patient is scheduled for a therapy upgrade today. Technical services (ts) discussed a possible rv lead revision. No additional information is available at this time. This rv lead remains in service as. No adverse patient effects were reported.